Event description:
It is reported that the patient was experiencing pain and a raised crp resulting in a revision. Corrosion was noted at the head/neck junction during the surgery.

Manufacturer narrative:
This report will be amended our investigation is complete.